Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: a manufacturing record evaluation was performed for the finished device product code: 04.200.030ts lot number: 4620p81 it was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 10 mar 2023 manufacturing site: jabil grenchen expiry date: 01 mar 2028. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on an unknown date, the patient underwent with the plate and the locking screw. The surgery was completed successfully with no delay. After the first surgery, it was confirmed that the breakage and the plate displace occurred on an unknown date. X-rays showed that the locking screw inserted at the most distal end of the plate had broken, and the distal end of the plate had displaced and floated off the bone. Additional information received states that the date of the removal surgery has not been determined at this point. Currently, bone-union has advanced well and there is no malunion. The surgeon's opinion is that the range of motion is 130 degrees, which is sufficient. The patient is concerned about clicking sounds during movement. The surgeon explained to the patient that the clicking sound was not related to the reported postoperative events because it was not reproducible, there were 3 locations where the clicking sound occurred, and the clicking sound did not occur where the plate was displaced and floated off the bone. However, the patient claims that the floating plate may be affecting the clicking sounds. On (B)(6) 2025, the surgeon reported that the patient was unable to undergo rehabilitation due to pain and wished to have the plate removed as soon as possible.